Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had perforated the cervical canal / malposition of essure location of device: cervical canal"), fallopian tube perforation ("essure was perforating fallopian tube"), uterine haemorrhage ("abdominal uterine bleeding"), fibromyalgia ("fibromyalgia") and narcolepsy ("narcolepsy") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fibromyalgia (seriousness criterion disability) and narcolepsy (seriousness criterion disability). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain (conslantly come and go) / pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("extreme vaginal bleeding / abnormal bleeding (vaginal)"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)) and surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, nausea, fatigue, fibromyalgia and narcolepsy outcome was unknown and the uterine haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, menorrhagia, narcolepsy, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right after essure removal, bleeding and pain events stopped. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - in 2014: malposition of essure device . Laparoscopy (2014): essure was coming out of fallopian tube. Malposition of essure device.essure was perforating fallopian tube . Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation, pelvic pain, abormal uterine bleeding and dysmenorrhea. Most recent follow-up information incorporated above includes: on 21-jun-2018: events fibromyalgia and narcolepsy added. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had perforated the cervical canal / malposition of essure location of device: cervical canal"), fallopian tube perforation ("essure was perforating fallopian tube"), uterine haemorrhage ("abdominal uterine bleeding"), fibromyalgia ("fibromyalgia") and narcolepsy ("narcolepsy") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2010, the patient experienced fibromyalgia (seriousness criterion disability) and narcolepsy (seriousness criterion disability). In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain (conslantly come and go) / pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("extreme vaginal bleeding / abnormal bleeding (vaginal)"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)) and surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, nausea, fatigue, fibromyalgia and narcolepsy outcome was unknown and the uterine haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, fibromyalgia, menorrhagia, narcolepsy, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right after essure removal, bleeding and pain events stopped. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - in 2014: malposition of essure device. Laparoscopy (2014): essure was coming out of fallopian tube. Malposition of essure device.essure was perforating fallopian tube. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation, pelvic pain, abormal uterine bleeding and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had perforated the cervical canal / malposition of essure location of device: cervical canal") and uterine haemorrhage ("abdominal uterine bleeding") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain (conslantly come and go) / pain") and dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), vaginal haemorrhage ("extreme vaginal bleeding / abnormal bleeding (vaginal)"), nausea ("nausea"), menorrhagia ("abnormal bleeding (menorrhagia)") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, nausea and fatigue outcome was unknown and the uterine haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fatigue, menorrhagia, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right after essure removal, bleeding and pain events stopped. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - in 2014: malposition of essure device laparoscopy (2014): essure was coming out of fallopian tube. Malposition of essure device. Most recent follow-up information incorporated above includes: on 23-may-2018: data entry completed. Pfs received: events added: uterine bleeding, nausea, menorrhagia, fatigue. Batch number added and outcome of events updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had perforated the cervical canal / malposition of essure location of device: cervical canal"), fallopian tube perforation ("essure was perforating fallopian tube") and uterine haemorrhage ("abdominal uterine bleeding") in an adult female patient who had essure (batch no. 626903) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for contraception: mirena. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain (conslantly come and go) / pain"), dysmenorrhoea ("painful menstrual cycles / dysmenorrhea (cramping)"), dyspareunia ("painful intercourse / dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("extreme vaginal bleeding / abnormal bleeding (vaginal)"), nausea ("nausea") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and fatigue ("fatigue"). The patient was treated with surgery (hysteroscopy, dilation and curettage, diagnostic laparoscopy (left coil removed)). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, fallopian tube perforation, dysmenorrhoea, dyspareunia, nausea and fatigue outcome was unknown and the uterine haemorrhage, pelvic pain, abdominal pain, vaginal haemorrhage and menorrhagia had resolved. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, menorrhagia, nausea, pelvic pain, uterine haemorrhage, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: right after essure removal, bleeding and pain events stopped. Diagnostic results (normal ranges are provided in parenthesis if available): laparoscopy - in 2014: malposition of essure device. Laparoscopy (2014): essure was coming out of fallopian tube. Malposition of essure device.essure was perforating fallopian tube. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: fallopian tube perforation most recent follow-up information incorporated above includes: on 7-jun-2018: plaintiff fact sheet received. Event fallopian tube perforation was added. Events onset dates added. Lab data updated. Incident: at the time of reporting, there is no evidence that a device- related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("an essure coil had perforated the cervical canal") in a female patient who had essure inserted for birth control. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain, dysmenorrhoea ("painful menstrual cycles"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain") and vaginal haemorrhage ("extreme vaginal bleeding"). The patient was treated with surgery (device removal). Essure was removed on (B)(6) 2014. At the time of the report, the uterine perforation, dysmenorrhoea, dyspareunia, abdominal pain and vaginal haemorrhage outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, uterine perforation and vaginal haemorrhage to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.